Manufacturer narrative:
Based on the analysis results revealed that the device was suspected to break due to fatigue damage. The device is confirmed to conform to the safety requirement and has received its 510(k) clearance. To increase the safety of the device, the design change was finished. The safety of the subject device increased from 1.03 to 1.25 under the hip joint loading condition and from 1.17 to 1.26 under the knee joint loading condition.

Event description:
Upon x-ray evaluation dr. (B)(6) determined the 25-mm segment on the femoral side had broken. A revision surgery was scheduled, and the 25-mm segment was successfully extracted and replaced with a united 30-mm segment on (B)(6) 23.

Manufacturer narrative:
Investigation into the cause of the adverse event is in progress.

Event description:
Upon x-ray evaluation dr. Tuttle determined the 25-mm segment on the femoral side had broken. A revision surgery was scheduled, and the 25-mm segment was successfully extracted and replaced with a united 30-mm segment on (B)(6) 2023.